Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that interrogations performed using the host tablet on consecutive days did not populate into the intended patient charts. It was confirmed that the remote monitoring mobile application was used for interrogation; however, reports were not visible under the expected facility account. It was noted that the mobile programmer application had been initially launched instead of the intended remote monitoring mobile application and prompted that an update was needed. Troubleshooting steps were taken to include reviewing the facility account for recent reports and investigating report routing. It was subsequently confirmed that the patient reports had been successfully received under a different facility account. There was no patient involvement.